Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: the product said to be involved was returned in a clear plastic bag. Provided with the return was an open tray from the lot number provided in the report. The label matches the product returned. Our laboratory evaluation of the product said to be involved confirmed the report. Not all components were included in the return (only one catheter was included in the return). The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. The catheter was still attached to the device nozzle and loose powder was observed within the catheter. After removing the catheter powder was noted in the device nozzle. The device was tested as returned and did not spray as intended. The co2 cartridge discharged upon deactivation and was fully punctured. The foam insert was present inside the handle. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When tested with a new co2 cartridge, the device did not spray. It was noted that the lance was able to move side to side within the handle, this can be caused by force applied by the release of co2 during deactivation breaking the back of the lance allowing for this movement. The catheter was tested with a handle from our shelf stock and powder was able to be sprayed through the returned catheter. The handle was disassembled, and it was noted that the device regulator's top and bottom portions had become separated from one another with no damage to the threading observed. Manufacturing engineering and production leadership were invited to view the device and upon review there were no nonconformances observed. It was noted that the regulator portions were able to be cross threaded when they were being screwed together but this did not occur on every attempt. The threads were measured to ensure conformance and were found to be within specification. It was noted that, when the hemospray handle was cut open, the regulator cap was cut slightly. While the cut did not pass through to damage the threading, it may have allowed a greater amount of deformation when handling the regulator contributing to the top portion becoming separated from the bottom. It is not believed the top and bottom of the regulator would have been separated prior to our evaluation. When tested as returned, and with a new co2 cartridge and activation knob, the co2 cartridge maintained pressure until being deactivated with an audible discharge in both cases. If the regulator portions were already separated it would not have held this pressure. The repeated pressure from deactivation of the co2 cartridges is also a potential contributing factor leading to the separation as pressure was released during our functional testing. The tubes were disconnected for removal of any powder. Loose powder was present in the front tube connecting the on/off valve to the powder chamber and the back tube connecting the powder chamber to the low-pressure valve no clumps noted in either tube. No powder was present inside the powder chamber center cannula. A visual inspection of the hole in the bottom of the powder chamber showed it to be clear after emptying the powder from the chamber. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: our laboratory evaluation of the product said to be involved confirmed the report. A definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. A corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. The responses indicate that the user did not place their thumb over the red catheter hub during catheter advancement, the IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel." Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Manufacturer narrative:
Continued: section g: 510k: k200972. Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a corrective action was initiated to further investigate device failure due to being unable to spray powder. This device is within the scope of the CAPA. The responses indicate that the user did not place their thumb over the red catheter hub during catheter advancement, the IFU states: "to limit fluid from entering the working channel of the catheter, temporarily occlude the proximal end of the catheter by placing a thumb over the red catheter hub, while advancing the catheter down the accessory channel". Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a corrective action has been initiated in an effort to reduce occurrences of this nature. This product is included in the scope of this corrective action. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During an endoscopic procedure to treat a bleeding ulcer in the stomach, the physician used a cook hemospray endoscopic hemostat. It was reported that the device was prepared according to instructions; however no hemospray powder could be applied; catheter was taken out and tip cut off just to assure if catheter was clogging at the tip was the reason; but even outside of patient it was not possible to spray. [Difficult or unable to spray - subject of report] the patient was not harmed, but the intervention to stop the bleeding was delayed. The physician opened a new hemospray device and finished the procedure successfully. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.